Event description:
It was reported that the programmer stylus worked intermittently and eventually stopped working. It was further reported that when the programmer was turned on it displayed an error code. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that when the programmer was turned on it displayed an error code. Analysis was unable to confirm the customer comment that the programmer stylus worked intermittently and eventually stopped working. It was noted that the stylus tip was worn but functional. It was also noted that the left and right keyboard hinges were broken, the stylus retainer was broken, the left and right keyboard rail covers were broken, the media bay door was broken and the keyboard latch was broken. It was further noted that the power cord and keyboard slide cover were missing. The programmer hard drive was reconfigured and the software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that when the programmer was turned on it displayed an error code. Analysis was unable to confirm the customer comment that the programmer stylus worked intermittently and eventually stopped working. It was noted that the stylus tip was worn but functional. It was also noted that the left and right keyboard hinges were broken, the stylus retainer was broken, the left and right keyboard rail covers were broken, the media bay door was broken and the keyboard latch was broken. It was further noted that the power cord and keyboard slide cover were missing. The programmer hard drive was reconfigured and the software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus worked intermittently and eventually stopped working. It was further reported that when the programmer was turned on it displayed an error code. There was no patient involvement.